Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. A suture broke at the tying stage, not at the knot. No patient consequences.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA:(B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. A needle/suture piece and unopened representative samples were received for analysis. During the visual inspection of needle/suture piece, the swage and attachment area were as expected. The suture piece was examined along of strand and the end was cut that appears to be by the use of a surgical instrument. In addition, a functional test was performed and the tensile force were above the minimum requirements. According to open sample, the assignable of breakage suture, suggest an improper handling of the sample. Also, the unopened samples were examined, and no defects were found on the packet. The samples were opened, and the swage and attachment area were as expected. The sutures were examined along of strand and no defects or breakage suture was found. Functional test was performed on the samples and the tensile force were above the minimum requirements. According to unopened representative samples, no breakage suture were found